Event description:
It was reported that during a preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While unpacking a 3.0x16mm taxus liberte drug eluting stent for the preparation for a percutaneous coronary intervention (pci) it was noticed that "the stent strut of the proximal end was pointing outward which made it not suitable to be implanted". The procedure was completed successfully with another unknown device of the same size in the left coronary artery utilizing ivus. No patient complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for stent damage. Stent damage effected the most proximal row of the stent three strut pairs were bent out of plane. Visual and microscopic examination of the around the stent damage did not reveal any defects or damage to the device that would have contributed to the stent damage seen. Heavy dried contrast was seen in the catheter. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.